Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Mom revision due to alval.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information that may change the investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient pre and post operative notes found histopathogly reports taken on tissues samples has the appearance of alval. Previous review of device history records by depuy international found no related manufacturing deviations or anomalies. A search of the complaints databases found no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devises associated with this report were not returned. Complaint review identified that in the absence of products, patient x-rays and demographics, a full investigation could not be completed. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.